Event description:
During a peripheral inserted central catheter (PICC) procedure in the left brachial vein, the tip of a guidewire became detached. The physician was able to retrieve the tip by pulling the PICC line out. The tip of the guidewire was within the PICC line. The physician felt this was an uneventful incident and the guidewire was discarded.